Event description:
It was reported the camera head had no image. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was not displayed due to a cable defect. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the cable failure. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.